Manufacturer narrative:
The device was not returned to olympus for evaluation as the issue was resolved. The customer reported that there was no longer a problem with intermittent image. It was reported that the staff were advised to keep the paired cars/slave monitors together and to try to remove known sources of interference from the operating room, such as, bluetooth speakers and personal hotspots. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the monitor of the evis exera iii video system center intermittently lost signal. The customer reported that the devices were previously sent for repair and the issue was still not resolved. There were no reports of patient harm. No further information was provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the interrupted/intermittent image could not be identified. Olympus will continue to monitor field performance for this device.